Manufacturer narrative:
(H3) the investigation into the reported ¿purge leak ¿ pump¿ has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The nurse called to let the team know they experienced a purge leak during the night. When they performed the purge sidearm bypass, the issue was resolved. The root cause of the purge leak is most likely due to a damaged sidearm, since the bypass resolved the issue. However, the location of the leak is unknown. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that an impella 5.5 pump developed a purge leak during a 76-year-old female patient support. A purge bypass was performed and support continued with the implanted pump. There was no patient harm.